Event description:
A customer contacted beckman coulter inc. (Bci) and reported that yellowish fluid is dripping steadily from bottom of synchron lx20 clinical system. No injury has been reported in connection to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the valve (v12) and this resolved the issue. Hardware is the root cause for this event.